Event description:
It was reported that the port was implanted in 2002 for chemotherapy. The first treatment went well, however, 2 weeks later, the port was explanted because the catheter migrated into the venous system. There were no reported pt complications.